Manufacturer narrative:
Additional information : the device was manufactured december 14, 2017 - december 15, 2017. Only one (1) sample was received and the evaluation was completed. Unaided visual inspection was performed which revealed a tear across the top seam under the hanger hole of the bag approximately 0.50 inches in length. The bag was filled with tap water and a leak was observed coming from the top seam of the bag. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam at the top of the bag. There was no patient involvement. No additional information is available.